Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a brief low glucose reading on a cgm-integrated ilet system that triggered low alerts and caregiver notifications, leading to awakening and self-treatment with oral glucose; the caregiver suspected a compression artifact from lying on the cgm sensor and planned calibration and troubleshooting. Symptoms included none reported. Outcomes included no medical intervention, no hospitalization, and neighbor assistance at the request of caregivers. Investigation included user troubleshooting and plans to calibrate the cgm upon in-person assessment. Investigation of this case revealed that the event was consistent with a potential erroneous cgm low due to sensor compression, with normal glucose readings at the time of the call and no clinical sequelae. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.